Event description:
The st jude medical rep reported that the pt came in for a lead replacement when noise was noticed on the electrograms. After removing the lead, it was found to be normal. The ICD was replaced and returned for evaluation.